Event description:
The customer is unable to calibrate the axsym rubella igg reagent, lot# 60943m100 with the master calibrator, lot# 60003m100. Error code 1018 (calibrator a rates too high) was generated. All other assays are performing well and the instrument maintenance is up to date. The customer was able to calibrate with the axsym rubella igg reagent lot# 57577m201 and the same master calibrator. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.